Event description:
During the exploratory laparotomy surgery, the md was using a gia 60 stapler on the pt. When he fired the stapler, he noticed the pt bleeding from the staple line. When the oozing stopped, the surgery continued with no problems.